Event description:
Hcp reports the patient underwent a catheter revision in 2004. The physician attached a new distal catheter segment to the previous proximal catheter segment. A portion of previous spinal segment is "free floating in intrathecal space." A follow up report will be sent when additional information is obtained.